Manufacturer narrative:
The iabp is under investigation. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was shut off during bypass surgery. When the unit was rebooted, the keypad lit for a second, screen was blank and an alarm tone activated. The customer cycled the power and the same issue occurred. The patient was switched to another iabp and therapy was continued. No patient injury was reported.